Event description:
It was reported that there were problems with pain in patients when the users pulled the foley catheters. It was stated that the balloon formed a ring which when pulled through the urethra was causing pain and possible injury to the patient. The balloon was filled with sterile water according to the instructions and the patient did not have urinary stones. It was also reported that the same form was observed after draining the balloon of an unused catheter. No medical intervention was reported. As per the follow-up information received from ibc on 30may2022, it was stated that it was difficult to avoid that no patient injury had occurred during the use of the catheters as in that case it was the urethra that was damaged. When the catheters were to be pulled, the patients experienced high pain, which caused the staff to inspect the catheters. It was then seen that the bulging balloon on the catheters had formed a relatively strong ring around the catheter, which probably contributed to the pain. No sign of bleeding could be seen in any of the patients.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed cause unknown. A potential root cause for this failure could be balloon material does not shrink quickly enough. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there were problems with pain in patients when the users pulled the foley catheters. It was stated that the balloon formed a ring which when pulled through the urethra was causing pain and possible injury to the patient. The balloon was filled with sterile water according to the instructions and the patient did not have urinary stones. It was also reported that the same form was observed after draining the balloon of an unused catheter. No medical intervention was reported. As per the follow-up information received from ibc on 30may2022, it was stated that it was difficult to avoid that no patient injury had occurred during the use of the catheters as in that case it was the urethra that was damaged. When the catheters were to be pulled, the patients experienced high pain, which caused the staff to inspect the catheters. It was then seen that the bulging balloon on the catheters had formed a relatively strong ring around the catheter, which probably contributed to the pain. No sign of bleeding could be seen in any of the patients.